Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. All kit lots were released according to roche specifications, and no indication of an assay or instrument issue was identified. The investigation was limited due to the unavailability of patient sample material for further testing. The customer performed additional testing, including pcr (negative), western blot (indeterminate), and abbott prism (negative), which did not align with the reactive result obtained using the elecsys hiv duo assay. False reactive results may occur with the elecsys hiv duo assay, as outlined in the method sheet. The customer was advised to follow confirmatory testing algorithms. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. Additional testing of the same sample at the customer laboratory included polymerase chain reaction (pcr), which was negative; western blot, which was indeterminate; and abbott prism, which was negative.